Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. It was reported by the affiliate that during an unknown procedure, the nurse couldn't open the jaws to change the reload. The blade was stuck, she pushed reverse and didn't work. So they had to use the emergency lever. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the nurse couldn't open the jaws to change the reload. The blade was stuck, she pushed reverse and didn't work. So they had to use the emergency lever. Another like device was used to complete the procedure. There were no adverse consequences for the patient.